Event description:
It was reported the patient experienced incontinence and loss of bowel sensation post permanent scs implant. The patient reported feeling satisfactory stimulation coverage as desired. Follow-up identified, the physician put the patient on antibiotics which has resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.